Event description:
The pt missed a pump refill at the end of april. At the end of may, the reservoir went dry and the pt ended up in the hospital with withdrawal. In 2009, the pt was seen in the clinic. At that time, the pt had nausea and vomiting and swelling and pain in her legs. The healthcare professional (hcp) did not believe the pt's symptoms were related to the pump or therapy; however, the pt believed the symptoms were related to the pump and wanted it out. The symptoms had been occurring over the past few months. It was noted that the pt had a tummy tuck and was convinced the pump was moved during the surgery; the hcp reported the pump had not moved. The pump was filled with saline until they decided what to do with the pump. Two days later, the pump was filled with dilaudid 20 mg/ml at a rate of 2 mg/day. A bridge bolus was performed. Following the bridge bolus, the pt experienced nausea and vomiting. The calculations were verified to be correct. The pt was getting pain relief. Because the pump had been empty for a time, they planned to bring the pt back at the end of june to confirm the expected and actual volumes were correct. Additional information has been requested, a follow-up report will be sent if additional information becomes available.